Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 and (B)(6) 2022 due to low and high blood glucose. Customer's high blood glucose was in between 400 mg/dl to 500 mg/dl and the low blood glucose was 40 mg/dl. Customer stated that the insulin pump was not working. Customer stated symptoms related to high blood glucose that were sweating. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6)2022 at 14:00 due to hypoglycemia. Blood glucose at time of event was 40 mg/dl. Symptoms that were reported with the event included sweating. When asked what led to the event the customer stated they had gone over their dosage. At the time of the call the customer reported the pump was having issues and that it did not work but did not specify the issue. The customer also reported a hyperglycemic event where their blood glucose went up to 500 mg/dl, user then delivered 30u. When blood glucose was 400 mg/dl, user then delivered 20u. User stated they were hospitalized on (B)(6), 2022 for hyperglycemic event. Blood glucose was not provided. (For the hyperglycemic event when asked length of hospitalization user said 1 day however it had the date (B)(6), 2022 and since the customer declined to complete troubleshooting and refused to provide more info the hyperglycemic hospitalization date is unclear.) Pump return is not expected.